Event description:
Consumer's mother reported her daughter experienced severe pain, redness & irritation in her left eye after less than 24 hours of inserting a new contact lens. Two year history of wearing this modality on 6 day continuous wear basis before discarding. Uses optifree replenish lens care solution when necessary. Consumer presented to eye care professional in 2006 with mild pain (discomfort) & watery discharge noted. Diagnosed central corneal ulcer, no anterior chamber reaction, best corrected visual acuity 20/40 (pre-event acuity unknown). Referral to corneal specialist same day. Several requests have been made to corneal specialist for additional information. Mother reports treatment consisted of vigamox 1 drop q1h & prednisone 3xd, with follow up visits on 10/3 & 10/5. She believes a corneal culture was performed, but no results have been made available. Complaint device has been discarded by the ecp. Request has been made for return of remaining product from the original package for evaluation. No further information is available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.